Manufacturer narrative:
B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device was alarming motor service due. And the lens had a scratch on it. Per reporter, the event occurred, during testing. There was no patient involvement. And no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. It was alarming motor service due. There was no evidence to review in the error log. The customer's reported problem was duplicated. When the device is powered on, it triggers the alarm motor service. The cause is the motor, and it was replaced to correct the issue. The device passed all functional tests after the repair.